Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. Device evaluation: the product was returned to the manufacturing site for evaluation. The plunger was gently pulled back and found locked and functional. The pcb00 device was observed under microscope and no traces of viscoelastic were observed in the cartridge. Per directions for use, the viewing window should be completely filled with ophthalmic viscosurgical device (ovd). The lens is out of the insertion device which is consistent with the initial report as there was a lens removal and replacement. The lens is cut and missing a portion. The cut could be related to the removal of the lens. There are cosmetics damages observed, the reported issue was verified. However, these could be related to the lens removal. There were no damages on the pcb00 assembly. There is no visible gap. The pcb00 is a single use device; the preparation and the lens delivery cannot be replicated. There is no indication of a product quality deficiency. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation request (ir) were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 22.0 diopter intraocular lens (iol) was inserted and then removed from the patient¿s operative eye because the doctor noticed a crack in the iol. The procedure was completed with an iol of the same model. No further information was provided.